Event description:
It was reported that the right ventricular (rv) lead had noise and high impedance due to a loose setscrew on the implantable cardioverter defibrillator (ICD). The lead was removed, reinserted into the header, and the tightened. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 18 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing or inappropriate shocks. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv bipolar lead impedance measured greater than 3000 ohms. Continuation of concomitant product: dtba1d1 ICD; implanted: (B)(6) 2015. (B)(4).